Event description:
During ercp, upon removal of the guide wire, some resistance was met. The tip of the guide wire broke off and remained in the pt's duodenum. The broken portion measured approx 3 cm. When removed from the cannula, the exterior sheath of the guide wire was noticeably stripped in one place. It is expected that the pt will pass the retained portion of the guide wire without incident.